Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-03869. The pt received 2 scs leads with different lot numbers. It was reported the pt is no longer receiving stimulation on one side of his back. A sjm rep was unable to resolve the issue with reprogramming. It was also reported the pt had experienced several falls. X-rays were taken to confirm lead placement. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.